Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The reagent lot number is 801069. The expiration date was not provided. It was noted that the sample probe was dirty and serum was on the sample probe path. The field service representative changed the sample probe and adjusted it. He adjusted the cell rinse station's levels and adjusted the reagent cap piercer. The investigation was ongoing.

Event description:
There was an allegation of questionable creatinine results for 3 patient samples on a cobas c 503 analytical unit. Patient 1 (ID: (B)(6): the initial result was 461 mol. The repeated result was 52 mol/l. Patient 2 (ID: (B)(6): the initial result was 285 mol/l. The repeated result was 75 mol/l. Patient 3 (ID: (B)(6): the initial result was 394 mol/l. The repeated result was 95.6 mol/l. The samples were repeated due to the initial results not matching the patients' clinical history.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.